Event description:
It was reported that the patient was being monitored by echo for a pericardial effusion. On (B)(6) 2011, a rv lead perforation was noted. A pericardio centesis was performed to remove fluid from around the heart. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.